Event description:
Had breast implants and suffered from pinched nerve pain for 9 months after surgery. Started to feel depressed and fatigued. Was treated with various medications and tms treatment. No success and symptoms worsened until I was hospitalized. It was discovered that I had hyperthyroidism and 2 weeks later, I had part of my thyroid removed. Now I have hyperthyroidism. Symptoms are still severe enough to keep me out of work. I was questioned if I had implants. Currently going through MRI. I have been encouraged to have them removed. Financially this is difficult for me. Symptoms are hyperthyroidism, chills, brain fog, anxiety and depression, extreme fatigue, inability to work. Prior to implants, I was active, did not suffer from depression, hard working, organized. It's been life changing in a negative way. I had numerous tsh testing done. FDA safety report ID# (B)(4).